Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of false upstream occlusion through the observation of the alarm during functionality testing, but could not reproduce it during evaluation. Evaluation found the fluid numbers to be within specification. The device was calibrated to ensure continued accurate occlusion detection.

Event description:
During baxter's evaluation it was found that a spectrum pump experienced a false upstream occlusion alarm. There was no patient involvement.